Event description:
It was reported the pt is experiencing difficulty recharging the ipg. A new charger was sent to the pt to help resolve the issue. The replacement charger was unsuccessful. The pt is scheduled to meet with an sjm representative on a later date to troubleshoot the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.